Event description:
Reportedly, on a scheduled follow-up, several noise episodes with high amplitude were observed. According to the patient, the electrical equipments that he uses are old. An analysis is requested to determine whether these episodes are related to external electrical noises or to the lead. Preliminary analysis confirmed the reported event and showed that noise oversensing most probably resulted from emi.

Event description:
Reportedly, on a scheduled follow-up, several noise episodes with high amplitude were observed. According to the patient, the electrical equipments that he uses are old. An analysis is requested to determine whether these episodes are related to external electrical noises or to the lead. Preliminary analysis confirmed the reported event and showed that noise oversensing most probably resulted from emi.